Event description:
Approx 1 year ago, pt had an intrathecal baclofen trial for upper and lower extremity spasms and spasticity. On (B)(6) 2011: insertion of medtronic baclofen pump which functioned well initially but then the pump failed to work with some pump shutoff of the actual pump. On (B)(6) 2011: re-exploration of abdominal and lumbar incisions and an occlusion was found in the proximal tip of the catheter. Pt did well for approx 2 - 3 weeks after but again had increasing spasms and the inability to obtain relief from the catheter sys. On (B)(6) 2011: complete removal and complete re-insertion of synchromed ii 40 ml reservoir, medtronic catheter pump sys under fluoroscopic control. Surgeon reported there was no free flow of csf and felt there was a probable proximal catheter occlusion.